Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Trend analysis: "review of all complaints of (B)(4) - fluid leak for the period of feb 2021 through jan 2023 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation.the device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, broken device on anterior side assessed as unidentified (tear) opening (shell thickness was within specification) no further actions are required as the device was implanted.

Event description:
Device ahs been explanted and replaced.